Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer transposed the carbs and blood glucose values when entering into the pump, and over-delivered insulin. Customer ate carbs to prevent blood glucose level from going low. There was no adverse impact to the customer.